Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component. The reported complaint of "the autopulse platform stopped compressions and displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was not confirmed during functional testing and archive data review. Based on the archive, there was no (ua) 45 error message observed around the reported event date ((B)(6) 2021). The archive data recorded the last (ua) 45 error message on (B)(6) 2021, which is one month prior to the reported event date, and the (ua) 45 error message was cleared by the user on the same day. Therefore, the reported complaint of (ua) 45 was not confirmed. Upon visual inspection, unrelated to the reported complaint, noticed a head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage on the top cover was appeared to be the characteristic of user mishandling. The top cover needs to be replaced to remedy the observed issue. In addition, unrelated to the reported complaint noticed a cracked front enclosure at the front end area and the bottom enclosure has multiple cracks at the screw well area. The observed damages appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures need to be replaced to remedy the observed issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The defective drivetrain motor assembly needs to be replaced to address the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) male patient in cardiac arrest. The patient had a history of hypertension and hyperlipidemia and was under lasix, lipitor, metoprolol, and flomax medication. The cardiac arrest was not witnessed. Upon emergency crew arrival, manual CPR was performed by the first responder for an unknown period. The patient was placed on the platform, however, the device stopped compressions after one minute and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The platform was restarted and the lifeband was adjusted, however, the platform displayed a "system error, out of service, revert to manual CPR" error message. The crew reverted to manual CPR for 35 minutes. The patient was transferred to the ambulance unit with the ongoing resuscitation using the rescue pump and impedance device. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the scene by the ems medical control physician. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.